Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon was unable to gain control of the instruments after the system prompted the surgeon to match grips of one of the surgeon side consoles (ssc) master tool manipulator (mtm). The tse could not find any associated logs. The surgeon was in the viewer when attempting to take control. The customer would perform a system power cycle between the cases. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the roco and obtained the following additional information: the surgeon was able to use the other ssc to complete the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced both master tool manipulators (mtmlr). The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtmlr.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. The master tool manipulators (mtmlr) were analyzed. Upon visual inspection, the mtms were installed onto an in-house system where the error was triggered indicating fault on the axis 1, replicating the reported event. The mtms were then installed onto a surgeon side console fixture test platform (sfpt) where power up was found to be failing on axis 1. Once testing was completed, the axis 1 motor was tested and was verified to be the source of the fault on both mtms. The probable root cause is attributed the axis 1 motor in the mtms. This issue can be resolved by replacing the mtms.

Event description:
Refer to h11 for follow-up information.